Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 4 reports linked to mfg report numbers: 3014334038-2022-00002, 3013886523-2022-00004, 3013886523-2022-00005. A facility reported a microsensor was implanted on (B)(6) 2021, with a reading of 10mmhg in a female patient who is in the tnicu (trauma neuro intensive care unit). Three days after implantation, the patient required abdominal and leg surgery. During the initial time in the or, the alarm went off with message ¿cable or sensor failure¿. There was not any surgery near or around the head. They had worked on the abdomen when this happened. They tried new cables and a new cerelink sensor. One of the cerelink was plugged in and one was running on battery. Both said the same message; therefore, the sensor was replaced on (B)(6) 2021. The new icp readings were normal between 4-10 mm hg. After that, the reading was negative (-5); the monitor was calibrated to the philips and they both read -5 with a good waveform. A CT scan showed good placement of the sensor. They turned off the cerelink for 20 minutes and disconnected the sensor. They changed the cable, turned the cerelink back on, connected the sensor and the readings are now back to normal with a good waveform.

Manufacturer narrative:
The cerelink icp monitor was returned for evaluation; however, a corrective and preventive action (CAPA) was opened to investigate the failure mode "out of range reading". The root cause investigation will be captured and communicated under that action.